Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found the device to be in very bad condition, with liquid in the device, damaged downstream occlusion (dso) seal, and a damaged ac connector. The cause of the primary problem was determined to be that the motor in the device has more than 12 million revolutions. The pump has been deemed not worthy of a repair at the time of the investigation. The needed repair would be uneconomical. The pump is suggested to be scrapped.

Event description:
It was reported that ¿motor maintenance needed¿. There was unknown patient involvement.